Manufacturer narrative:
The surgeon has decided not to implant a larger lens since "is likely to cause narrow angles" and will monitor and consider cataract surgery as needed in the future. (B)(4)

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm micl12.1, -16.0 diopter, implantable collamer lens into the patient's eye on (B)(6) 2017. The reporter stated that the surgeon will be removing the lens because it is too flat and it is causing a cataract. A longer lens in the same power was ordered to replace the lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.